Event description:
Reported blood glucose results of 181 mg/dl and 131 mg/dl with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.